Event description:
The complainant alleges through their counsel that positive afb culture for m. Chimaera (collected may 5, positive on may 17). Surgery was on june 2019. Based on the current status of the investigation the alleged device issue was yet not confirmed.

Manufacturer narrative:
A.2-a.5. Patient information was not provided. D.4. The catalogue and serial number are unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in unites states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.